Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Estimated date of event- (B)(6) 2022.

Event description:
It was reported that there was an issue with the suture threads of a proglide device relative to an unspecified procedure. Another unspecified device was used to achieve hemostasis. No additional information was provided at this time.

Event description:
Subsequent to the initially filed report, the following information was received: the suture threads were not properly attached to the lateral wings. Another proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b3: date of event